Event description:
Customer reported when she inserts the reservoir into the reservoir compartment, a rubber piece is missing. Customer's blood glucose is 146 mg/dl. Something broke off the top of the reservoir chamber. Customer felt it one day and noticed that some of it was gone. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners, display window, reservoir tube, reservoir tube window and battery tube threads. Insulin pump received with minor scratches on lcd window, broken reservoir tube lip, missing reservoir tube lip o-ring and end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.